Manufacturer narrative:
E1: (establishment name:) (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the that the white balance could not be adjusted. And the screen became green on the deflectable videoscope. The issue occurred, during preparation before use inspection. For an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of any delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage may be irregular stress to the bending section, leading to the event since damage was observed on the bending section. However, the cause of breakage was unable to be specified. A definitive root cause could not be determined. The subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.